Event description:
The following info concerning the event was reported to carefusion (B) (4) (our (B) (4) representative) by (B) (4), the distributor in (B) (4) and relayed to carefusion via email. "We have an alert since december on an avea of the (B) (6) hosp of (B) (6). The avea stopped ventilating the pt without alarm. It was the spo2 alarm of the monitor that alerted the staff. They want the machine to be checked with a complete report by the MFR. Since the incident, we had to put a demo unit at the customer site. We get no concrete response from customer service." "We have an avea which stops ventilating on pt in (B) (6) hospital. Find attached the different parameters: freq: 14, vte: 500, ve: 6 in the beginning and after fall down to 0, error codes: memotech ft2, ifs voltage fault, ifs ad: ref fault".

Manufacturer narrative:
(B) (4). (B) (4): carefusion has issued a factory service return goods authorization (rga) number to carefusion (B) (4) for the return of the alleged faulty device for eval. As of the date of this report, the alleged fault device has not been received by carefusion.